Manufacturer narrative:
The manufacturing location for this product is greater asia fg. This site is not registered with the FDA. Therefore, (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in the chamber of a bd¿ IV set (B)(4) w/o bp y-connector during use. There was no exposure, injury or medical intervention reported.

Manufacturer narrative:
Investigation summary: one sample was returned to sbdm, foreign matter (fm) was found in the chamber of the IV set. Sbdm analyzed the foreign matter using infrared (ir) spectrometry, the results confirmed the fm to be same material as acrylonitrile butadiene styrene (abs) resin, which is the main material of spike component. House sample verification: sbdm checked house samples for lot 2709212, 25 pcs. No abnormality was found. Device history record review - sbdm checked lot 2709212 manufacturing records, process inspection and test report, there was no abnormality found. Investigation conclusion: the most likely cause is there is already existing excess material in the spike after molding process. The excess material was separated from the spike due to friction when moving along the feeder, and the separated material drop into the chamber while feeding spike components in automatic assembly process of the spike and chamber. Corrective actions: had quality training on this customer complaint for IV set, chamber & spike assembly line workers and inspectors. Consistently clean manufacturing environment and assembly table according to manufacturing line cleaning procedure 3times a day (before start working, before lunch time and after finish work.) Enhance cleaning of feeder in the spike and chamber automatic assembly machine from 2 times a day to 4 times a day. Enhance an i.v set inspection in 3 steps to improve the i.v. Set inspection effectiveness and prevent recurrence. (From 1st dec 2017).